Event description:
The customer reported the male end of the buckle broke off completely. The customer did not provide a date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the male end is not completely broken off. However, one finger of the male end on the buckle is broken off and is missing. The male side of the buckle still clicks into the female side but is not secure due to the cracked body underneath the remaining finger on the male side. Note: instructions for use state: fasten all buckles to minimize damage during wash and dry cycles. Close hook and loop fasteners before washing to prevent lint build-up. Use stiff metal brush to clean "hook" material after washing. Test hook and loop adhesion before use, and discard belt if hook and loop does not hold securely. During the washing, process, metal buckles could bend and quick-release buckles could crack or break. Do not put buckles through extractors. Always ensure that all buckles are in good working order and are not cracked or broken before each use. (B)(4).